Event description:
The consumer alleges a worker at a store put a bag over the handle of their scooter, causing the scooter to allegedly accelerate and run over 3 folded wheelchairs, run into a cart and almost through the plate glass window before the consumer pulled the key out. This allegedly resulted in a dislocated shoulder, fractured finger and sprained right wrist.